Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer woke up and insulin pump shut off. The customer¿s blood glucose level was unknown. The customer also reported that the battery was not lasting and received low battery alerts. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or blank display noted during testing.

Manufacturer narrative:
The correct information has been provided with this report.